Manufacturer narrative:
An olympus representative visited the site to check the device. The representative found the cooling fan failed and was not working, which caused a temperature error message to be displayed. There was no dust in the ventilation holes and the failure was likely due to fatigue as the device had exceeded its service life. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported the visera elite xenon light source switched over to the emergency light and the light wasn't shining normally. The issue occurred during a diagnostic laparoscopy procedure. An error message stating to check the exhaust port was displayed. When the device was turned on, the normal lamp turned on initially, but then the emergency lamp then turned on. Turning the light to normal mode did not resolve the issue. The procedure was completed using the emergency light since another device was not available. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the probable cause might be that the fan did not work and stopped rotating, so the inability to exhaust heat from the machine, therefore, the temperature error and switching to emergency lighting. Nevertheless, the root cause was not identified. Olympus will continue to monitor field performance for this device.